Event description:
It was reported that this pacemaker's battery was depleting prematurely. A longevity revision was made and it was noted that in a year windows battery longevity went from 2 years remaining to 5 months remaining. Data was sent to engineering for review. Review confirmed that battery is depleting prematurely because of consistency in hydrogen present on capacitors advisory. Boston scientific technical services (ts) discussed with boston scientific representative about device falling into high impedances advisory. Device replacement was discussed but there is no information on replacement date. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to amend the impact codes and update the product status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing in a gradual fashion. This behavior appears consistent with capacitor degradation due to hydrogen gas. Device replacement was recommended. Boston scientific technical services (ts) discussed the findings with the treating physician. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to amend the impact codes and update the product status. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing in a gradual fashion. This behavior appears consistent with capacitor degradation due to hydrogen gas. Device replacement was recommended. Boston scientific technical services (ts) discussed the findings with the treating physician. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing in a gradual fashion. This behavior appears consistent with capacitor degradation due to hydrogen gas. Device replacement was recommended. The patient was scheduled for in-person follow up in the following weeks. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to amend the impact codes. If information is provided in the future, a supplemental report will be issued.